Event description:
It was reported that the customer was hospitalized for high bgs. The contact stated that the spouse has migraines and neuropathy in which the pain will bring them to stress and they would get high bgs. The spouse stated that the device does not have good batteries and troubleshooting could not continued.